Event description:
A report was received that while the physician was placing the trial lead during the trial procedure, the patient had a wet tap and had some pain associated with it. The physician aborted the trial and explanted the lead. The patient was doing well postoperatively with no headaches.

Manufacturer narrative:
The explanted trial lead was not returned to bsn as it was discarded by the medical facility.